Event description:
On (B)(6) 2013, the distributer contacted animas stating when the patient was changing the display lens protector the display screen "fell off". There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.